Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient with a scorpio tka implanted on (B)(6) 2005 fell and subsequently sought medical treatment. Dr. Observed the left knee to be unstable during clinical assessment. Patient¿s left knee was revised and the size 9 10mm insert was replaced with a 15mm insert. The knee was stable and no further pinter enticing was deemed necessary. The explanted insert showed signs of wear in the posterior medial aspect and the sudden instability was attributed to a ruptured pcl due to the fall.